Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Alarm - error codes / messages was reported.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness causing error 354.6770. Front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, top disk holder cracked, left iui damaged, spring latch cracked. Calibrated. A review of the device history record for sn (B)(6) was performed from date of manufacture 8/26/2013 to 9/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device allegedly presented an alarm.